Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to insert was not tested due to the condition of the returned device; however, it was noted that the stent was dislocated on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficult to insert; however, the observed dislocated stent was likely due to the reported difficult to insert. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the left renal (lr) artery. A 4x15mm herculink elite balloon expandable stent system (bess) was unable to be advanced into an unspecified 6f guiding catheter (gc) after several attempts. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size bess was used to successfully complete the procedure. Returned device analysis noted that the stent moved, was dislocated on the balloon. No additional information was provided.